Event description:
Report received of an over-delivery due to rate change. The pump was programmed to deliver mso4 1 mg/ml at 2 ml/hr. The rn hung a 100ml container at approx 08:30. A second rn attended to the pump 20-30 minutes later when it alarmed volume complete. It was noted at this time that the entire 100ml bag of mso4 was empty. Pump display indicated 86.2ml infused, and the rate on the pump and observed to be at 200 ml/hr. The pump was turned off and removed from pt use. A narcan infusion (unspecified concentration and rate) was started. After the narcan was initiated, the pt reportedly returned to baseline and indicated they were in pain. The family was offered ventilatory support for the pt, but refused per the pt's prior stated wishes. It was reported that the pt expired 3 hours later at 12:14. The pt was reported to be terminal and was a hospice pt; the death was not unexpected.